Event description:
The hospital reported a system shutdown during pre-use check causing a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The breathing system circuit, connector panel assembly, and cpu board was cleaned to resolve the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.